Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. The customer alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.